Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the controller alarms was invalid optical placement signal due to undetermined communication issue with optical bench. The root cause of the communication issue was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a controller error alarm yellow alarm, the pump position waveform became flat and disappeared 10 minutes later. It was reported that the device exhibited the same alarm (date unknown), and it resolved in 2 minutes. No further alarms were reported. No harm or injury to the patient reported.